Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the e222 error-scope communication displayed on the monitor, due to a faulty cable. It is likely, that the faulty cable was caused from a cut on the cable sheath and water entered from the cut. Water immersion of cables can be prevented, by following the instructions for use, which states: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable. Which, could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported e222 communication error was replicated, caused by a faulty cable. The reported problem of no image was not replicated. In addition, the rubber on the rear cover was peeled, a cut on the cable caused the device to fail a leak test, and the label on the rear cover was faded. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported no image and an e222 communication error from the 4k autoclavable camera head during preparation for use in an unspecified procedure. There were no reports of patient harm.